Event description:
Head came apart in mouth [device breakage]. No adverse event [no adverse event] . Case description: a male consumer of unspecified age reported that while using a oral-b vitality series toothbrush; the oral-b brushhead, version unknown came apart in his mouth. He stated that he was not harmed at all and that he changed the brush regularly. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.